Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that the patient called the manufacturer representative stated that they felt a burning sensation over the implantable neurostimulator (ins) like they were "sitting on a cigarette." The patient had the ins set to 7.1v. The manufacturer representative advised the patient to turn the therapy off. The patient turned therapy off and would call the manufacturer representative back in an hour to inform them if the issue had resolved or not. This occurred on (B)(6) 2016. Additional information from the manufacturer representative reported that the patient turned the device down from 7.0 to 1.1v and was no longer in pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.